Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6 (medical device ¿ problem code). Additional point of contact: (B)(6). A getinge field service engineer (fse) evaluated the unit and during pm, unit fails drive manifold leak test. Replaced drive manifold. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold leak test. There was no patient involvement.